Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating cause of amplitude changing was determined to be user error. The programmer was reading display amplitude and not delivered amp. Rep checked to patient's system multiple times to confirm. Issue is considered resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmed amplitude on the device changed between programming sessions. The caller stated that the patient does not have access to adjust settings. The caller indicated that the patient was programmed at a session with the hcp two weeks ago and then when they checked the device yesterday the amplitude setting was different. The same thing had occurred at some point prior to this most recent session. The rep was not with the patient, did not have the reports from the session, and did not know what specific setting changes were made.